Manufacturer narrative:
Insulet corporation is submitting this MDR that was previously identified for inclusion in the q2 2015 alternative summary report (asr). This MDR is being submitted after the 30 day requirement due to erroneous identification for inclusion into the q2 2015 asr. This error was communicated to FDA on july 31st, 2015 when we submitted a request for permission to submit a retrospective summary report (rsr) under 21 cfr part 803.19. FDA declined insulet participation in the rsr program in a decision dated august 26, 2015 and emailed on september 3, 2015. As a result, insulet is committed to complete these corrections through this submission. The device was returned for evaluation. No defects or deficiencies were detected. Unable confirm product malfunction or if any product condition could have contributed to the reported hospitalization for hyperglycemia and diabetic ketoacidosis. Release records were reviewed and the product met all acceptance criteria. The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
It was reported that the customers blood glucose (bg) level reached 494 mg/dl. Customer was hospitalized with diabetic ketoacidosis. Patient was treated with saline and intravenous fluids. Patients bg, carbohydrate intake and insulin history is as follows: (B)(6).